Manufacturer narrative:
This patient has a long, complex history of tmj related issues with multiple previous surgeries on both tm joints. The patient had developed significant amounts of heterotopic bone and scar tissue that was considered to a contributing factor to the patient's pain, swelling, and limited function. The surgeon reported that heterotopic bone had formed over the fossa and mandibular components and had to be debrided in order to remove them. The surgeon stated that he plans to place revision implants at a later date.

Event description:
The patient developed pain, swelling, and loss of function. The surgeon elected to remove the right fossa and mandibular components.